Event description:
It was reported that the implantable loop recorder (ilr) migrated out of the patient¿s body about forty-eight hours post implant. It was noted that the incision had been closed with glue only. The patient also reported that they developed a large hematoma; however, within forty-eight to seventy-two hours the hematoma had gone down, but stated that after five weeks they are still wearing a bandaid because it is still slightly leaking. The patient stated that they suggested to the physician to put in a suture for the next implant and the physician agreed. The ilr was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).